Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube balloon burst. The customer states there was also a piece of hair inside the trach tube. Patient involvement is unknown.

Manufacturer narrative:
(B)(6). No product or photos were returned therefore no device analysis could be completed. A device history report (DHR) review was not completed as the lot number was not found at the investigating facility database.